Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient admitted to the surgical ICU from the operating room on (B)(6) 2026 with a right arterial line in place. On (B)(6) 2026, the patient reported paresthesia in the affected limb; consequently, the charge nurse proceeded to remove the arterial line, noting the insertion site at the proximal forearm. Today's vascular surgery note documents a complication associated with the arterial line, consisting of radial artery occlusion." The device was replaced. The patient's current condition is reported as "fine".